Event description:
It was reported that the stenoscope system needed the matrix camera adjusted and the main circuit breaker replaced. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The matrix camera adjusted and the main circuit breaker replaced during the service call. The system was tested and found to be working as intended and put back into service.